Event description:
It was reported that the customer received an occlusion alarm. Reportedly, insulin had been in use for 4 days and the pump had been left in a hot car. Customer's blood glucose level was not impacted as customer was not wearing the pump and was using manual injection at the time.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.